Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The physician commented that the cardiac function of the patient was low and with severe mitral regurgitation. The heart could not bear the rapid ventricular pacing. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, prolonged hypotension was observed. After bav, blood pressure returned slowly and it was in 90s mmhg. After the valve was implanted, hypotension prolonged. Adrenaline was given and cardiac massage was executed. There was no pericardial effusion or coronary obstruction. The cardiac function was deteriorated. Percutaneous cardiopulmonary support (pcps) was implemented. The patient was monitored for approximately 10 minutes. As the blood pressure was maintained around 80-90s mmhg. The patient was weaned from pcps and transferred to ICU with the intra-aortic balloon pump (iabp) inserted. The physician commented that the cardiac function of the patient was low and with severe mitral regurgitation (mr). The heart could not bear the rapid ventricular pacing (rvp).